Event description:
It was reported that the right ventricular (rv) lead triggered a warning for impedance and noise. The lead was capped and was replaced with a competitor product. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary - the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The right ventricular pace impedance increased from 500 ohms up to 1254 ohms; sensing integrity counter 3; episodes with lead noise oversensing noted.